Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring at 3000 ohms which was suggestive of lead fracture. Subsequently, reprograming was performed as there was pacing inhibition noted as well. This lead remains in service. No adverse patient effects were reported.